Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited loss of capture on the right ventricular channel which caused a period of asystole of three seconds. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.